Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a no disposable- pump won't run alarm. The reservoir volume was 39.4, the rate was 2, and 52.65 was given. There was no air noted and there was no patient, or clinician injury associated with this occurrence.